Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board out-of-calibration on channel a. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Failure code 810:11 on channel a was initially reported by the facility. It was reported to have occurred prior to use. Evaluation summary: during evaluation the air-in-line printed circuit board was confirmed to be out of calibration on channel a. The customer reported failure code was generated because the air-in-line printed circuit board was out-of-calibration. The air-in-line printed circuit board on channel a was recalibrated.